Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage (hv) therapy due to incorrect interpretation of supraventricular tachycardia (svt) as ventricular tachycardia (vt). No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that inappropriate anti-tachycardia pacing (atp) was delivered by the ICD. Programming changes were performed to resolve the issue. There were no patient consequences.